Event description:
During a rotational atherectomy procedure involving a calcified and 90% stenotic lesion in the lad coronary artery, the guide wire fractured and the tip of the wire remains in the patient. The physician had ablated with a 1.75 burr. The tip of the wire fractured during dynaglide and remains in the patient. No attempt was made at retrieval. Patient status is listed as "good".